Event description:
It was reported that a spectrum pump "turns off without user input when the pump was moved". It was also reported there was no pt involvement.

Manufacturer narrative:
(B)(4). Baxter received and evaluated the device. The device was found out of specification in relation to "the pump powers off without user input when moved", which was reproduced when running a loaded set. Eval found the back flex cable not properly seated into the input;output printed circuit board (I/o pcb) causing a intermittent connection when the unit was moved. The back flex assembly was properly assembled into the I/o pcb to correct this issue.